Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) presented with an error code and stopped pacing; the main printed circuit board (pcb) tested out-of-specification in an electrical manner. It was also noted that the upper case was broken, the keypad was scratched, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) presented with an error code and stopped pacing. The epg has been returned for repair. There was no patient involvement.